Manufacturer narrative:
(B)(4): the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probably root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the moderately calcified and mildly tortuous superficial femoral artery. The 3x40mm sterling es balloon dilatation catheter was selected for pre-dilatation and it advanced to the lesion without resistance. Upon the first inflation to approximately 10atms the balloon ruptured. The device was removed from the patient intact. The pre-dilatation was completed with a symmetry 3x100mm balloon catheter. No patient complications were reported and the patient's status is good.